Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient was (B)(6) years old at the time of report. In 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain") and urinary tract infection ("suspected urinary tract infection"). The patient was treated with analgesics, antibiotics and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and back pain had resolved and the urinary tract infection outcome was unknown. The reporter provided no causality assessment for urinary tract infection with essure. The reporter considered back pain and pelvic pain to be related to essure. The reporter commented: the antibiotics did not relieve the urinary tract infection symptoms. Since having the implants removed, the pain vanished and she did not have any problems. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.